Manufacturer narrative:
MDR 1219913-2023-00031 was initially submitted on 2023-02-14. Update, 2023-03-17: siemens has concluded the investigation. A customer from outside the united states observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and repeat testing. Siemens reviewed the available information to evaluate for a potential product problem. The high initial result was followed by a low result when the same sample was re-tested using the same instrument. Additional testing of another sample, using this instrument and another, produced reproducibly lower results. Quality control (qc) results were within range at the time of the event, and no other samples tested around this time were affected. This is indicative of a sample/patient-specific issue. The sample type is serum, and was centrifuged as recommended by the sample-tube manufacturer. Siemens reviewed the instrument data associated with the testing of this particular sample. The reagent trace files met specifications and there were no signs of issues with aspiration or delivery of tnih reagents. It was noted that the sample-probe aspiration slope for this sample - although within specification - indicated the presence of a possible clot/fibrin. The available information did not permit definitive identification of root cause, but preanalytical factors cannot be ruled out. In the interpretation of results section of the atellica im tnih instructions for use, the following is advised: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified. The customer is operational, and no further support is needed. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result (above the assay's 99th-percentile cutoff) was obtained for a 30-year-old male patient. This result was questioned by the physician, and additional testing was performed. A second test of the same sample yielded a lower result. An additional sample was tested twice, producing similar low results (all below 99th percentile). The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
A customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result (above the assay's 99th-percentile cutoff) was obtained for a 30-year-old male patient. This result was questioned by the physician, and additional testing was performed. A second test of the same sample yielded a lower result. An additional sample was tested twice, producing similar low results (all below 99th percentile). The lower results were accepted as consistent with patient clinical indications. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.